Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. There was noticeable "gaut" calcium in the area. A 2.75x16mm taxus express2 drug eluting stent was placed. Approximately one and a half years post the initial procedure, the patient presented in the emergency room with severe chest pain. The patient was transferred to the cath lab. The physician used a non-boston scientific extraction catheter and a cutting balloon to remove thrombus from the lad. A stent of unk manufacturer was placed. The procedure had great results. No patient complications were reported. Patient status reported as 'fine". Additional information was requested, but not provided.